Manufacturer narrative:
The device was returned to the factory for evaluation. It showed signs of clinical usage and evidence of blood. A visual inspection was conducted. No defects were observed. An electrical evaluation was conducted. A pre-cautery test as was performed per the instruction for use (IFU) with a reference power supply vh-3010 at level 2.5. The device passed the pre-cautery test; it produced steam and heat during several activations and shut off when the toggle was released. The pre-cautery test was repeated 10 times with no failure. The handle was opened to evaluate the internal components. No visible defects were observed to the toggle. The switch was examined under microscopy. No residue or contamination was seen on the switch. We did not observe a visual or functional failure during our testing. Based on the results of the evaluation, the reported complaint was not confirmed. (B)(4).

Manufacturer narrative:
The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received. A lot history record review was completed for each of the reported product lot number. There was no nonconformance recorded in the lot history. (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, when the vasoview hemopro 2 was plugged in, the harvesting tool started beeping. It wouldn't stop beeping so they unplugged it and plugged it back in, and it kept beeping again. The device heated up and burnt a hole in the drape. The hospital did not report any patient effects.